Event description:
Following pump implant surgery, the pt had difficulty breathing. The pt was concerned he was given too much morphine. The pt was sensitive to morphine. The pt felt like his head was going to explode. On (B) (6) 2010, the pump delivered morphine at "the lowest setting". The pt continued to experience pain (location not reported). Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).